Event description:
Rn reports during surgeon's first case of the day, a shoulder, arthroscopy, it was noted the pump was using an excessive amount of arthroscopy fluid. (34 bad total). Pump was recalibrated part way through case and seemed to work better. For surgeon's 2nd case of the day, a different pump (same make/model) was used and the same problems began to occur. Dr. Made decision to continue operation with gravity fluid rather than continue using the pumps due to safety concerns. Patient had moderate amount of fluid extravasation to right shoulder and breast, yet not unusual for this type of surgery. Appears no significant or unexpected injury to patients.

Manufacturer narrative:
Additional information will be provided, once investigation is completed.